Manufacturer narrative:
Eleven (11) samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted weld gaps in the lower left edge on all the samples. Functional testing was performed by filling the bags with water, and revealed a leak from the lower left edge of all 11 bags. The cause of the condition could not be determined. The supplier of the component has been notified of this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of eleven (11) returned 1000ml exactamix eva tpn bags, it was found that the bags leaked. There was no patient involvement. No additional information is available.